Event description:
511212 lv lead y-adapted with an epicardlal lead from a different manufacturer. High thresholds noted. Unknown if one or both leads. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).